Manufacturer narrative:
(B)(4). Investigation results: a wallflex biliary rx delivery system was received deployed, without the stent. Visual examination of the returned device found that the inner shaft was broken around the compressed area, and was also kinked and damaged. The outer diameter of the distal exterior tube was larger than the specification and the outer diameter of the proximal exterior tube was within specification. No other issues were identified during the product analysis. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A corrective action has been initiated to investigate the outer diameter of the distal exterior tube being out of specification.

Event description:
It was reported to boston scientific corporation on february 20, 2017 that a wallflex biliary covered stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2017. Reportedly, the lesion was not dilated prior to stent placement. According to the complainant, the physician was able to fully deploy the stent; however, during removal of the delivery system, the delivery system got stuck in the stent and the inner shaft was detached. The inner shaft was retrieved using a snare and the stent remains implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.